Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
The customer contacted baxter?s technical service center reporting an alarm during prime on the homechoice (hc), during troubleshooting the home patient (hp) mentioned they had already changed only the cassette out and not the bags. The hp needed assistance clearing the alarm and the technical service representative (tsr) had the hp check the lines and clamps and straighten the lines from the door. The hc finished priming okay and the hp mentioned the changing of the cassette. The tsr warned the hp they would need to setup again so not to give themself an infection. The hp refused throwing away the old bags and replacing everything again and then hung up after the hc primed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.